Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was a malfunction with the vasoview 6 endoscopic vessel harvesting system. The hospital could not provide add'l info, since the unit was already inside a bag and was handed to the rptr. A new kit was used to complete the procedure. There was no pt effects.

Manufacturer narrative:
Investigation summary: upon receipt of the product, it was noted that the tip had some fluid inside of it. A visual inspection revealed that the dissection tip was rec'd as a complete assembly. There was some blood on the side of the nose tip. Based upon the visual observations, the reported complaint for "device malfunctioned - tip filling up with fluid" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).